Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery defect was found. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of the reported low blood glucose levels due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Force sensor calibration test revealed the sensor is not detecting correct force. Resistance on force sensor measured and found out of specification low. Pump was opened and contamination was found on the force sensor shim. The battery compartment is cracked.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she was taken to a hospital by her husband on (B)(6) 2011, and treated for hypoglycemia. The patient admitted that she had over-bolused for dinner that evening resulting with a blood glucose (bg) level of "37 mg/dl" in the emergency room (ER). The patient admitted that she had double-bolused for dinner that night. In the hospital, she was treated with IV glucose. A review of the pump revealed that her tdd added up correctly with the basal and bolus amounts for that day. This complaint is being reported due to the following conclusion: the patient claimed that her she suffered a low blood glucose level and received medical treatment that meets animas' criteria for a serious injury. However, the reported injury can be attributed to user-error since the patient admitted to over-bolusing on insulin prior to the event.